Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an impella cp implanted in a patient was pulled 1 cm out of the body and the diastolic placement signal was 45 instead of 27. No placement signal alarmed. The patient expired on support though the medical staff stated the impella did not cause the death of the patient.